Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -13.0/3.0/102 (sphere/cylinder/axis), implantable collamer lens from the patient's right eye (od) on (B)(6)2023. A shorter length lens was implanted on (B)(6) 2023 due to excessive vault. This resolved the problem. Cause of the event is reported as device: lens too big.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. Claim # (B)(4).